Event description:
This report is filed on the clip delivery system due to intra-procedure thrombus. The device cannot be excluded as potentially contributory to the event. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Due to a heparin allergy, another anticoagulant medication, bivalirudin, was utilized in the procedure. The steerable guide catheter (sgc (B)(4)) was prepped and advanced into the anatomy without reported issue. While advancing the clip delivery system (cds (B)(4)) into the left atrium, a thrombus was noted on the sgc and on the clip per echosonography. The clip was successfully implanted. The cds was aspirated and removed from the anatomy. Once outside the anatomy, a thrombus was still noted on the cds. The sgc was removed from the anatomy and the procedure was aborted. The sgc was flushed outside the anatomy, without any thrombus visible. Post procedure, the mr grade was 2+. Reportedly, there were no device issues. Post-procedure, the distal circumflex coronary artery contained a thrombus. No intervention was performed to remove the coronary artery thrombus. Per physician, the primary cause of thrombus was heparin allergy and bivalirudin not being strong enough for anticoagulation. The large lumen of the sgc likely contributed to thrombus. Reportedly, the patient is in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported patient effects were related to patient conditions due to the reported heparin allergy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The information provided in the case details stated that due to a heparin allergy, another anticoagulant medication, bivalirudin, was utilized during the procedure. Per the physician, the thrombus was not related to the mitraclip device, not related to the mitraclip procedure, and was related to the heparin allergy. As a result of the thrombus, it was further reported that the patient experienced chest pain. The reported patient effects appear to be related to patient conditions (heparin allergy). It should also be noted that the reported patient effects of emboli (thrombosis) and angina (chest pain), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Subsequent to the initial medwatch, the following information was received:the patient experienced chest pain due to the thrombus. Per physician, the thrombus was not related to the mitraclip device, not related to the mitraclip procedure, and was related to the heparin allergy. The patient was discharged to a physical rehabilitation facility. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded and will not returned for analysis. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate manufacturing report number.